Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The first clip was implanted; however, immediately post deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A second clip was placed medial to stabilize the slda clip, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.